Manufacturer narrative:
(B)(4). Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. 1.- value: .10. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. 1.- value: .15 .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 300 mg/dl at the time of the incident, current blood glucose was 107 mg/dl. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The customer treated with bolus. The reservoir will be returned for analysis.